Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" "tighter feeling" "tremor".

Event description:
Patient reported "rupture" and "tighter feeling" against an unspecified side device. Also reported "tremor" which was determined to not be device related. Device was explanted.